Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image was blurred and incomplete. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary the pentax engineer checked with hospital staff. The defect was found during reprocessing. No harm was caused to the patient. There were stains on the objective lens cover,resulting in blurry image.